Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. A review of s-ICD data confirmed an error code indicative of multiple resets which had initiated device annunciation. Additionally, engineers reported that the reset condition could cause the device to enter a continuous state, which would likely increase the rate of battery depletion. Engineers were unable to rule out appropriate device function and as such, product replacement was recommended and later completed. The explanted device is expected to be returned for analysis and replacement was reported with another sicd model within the same pocket location and electrode connection. No procedural adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified some outer case scratches however no other anomalies. The returned device was confirmed to have no telemetry operation. The outer case was removed. An internal visual inspection identified cracked solder joints at the rf location. No further analysis was performed. The fault codes, resets, tones and eventual no telemetry were caused by cracked solder joints in the rf section of the device.